Event description:
Placed catheter in 2009 and had to bring pt back two days later because of leaking. The pt went back to the or the same day, to have a larger catheter placed. Leaking somewhere between the bladder and just under the skin. The pt then returned four days later (in the middle of the night) due to leaking again. The pt went to the or and had an 18fr pezzer catheter placed.

Manufacturer narrative:
One opened and used catheter was received in two segments. The catheter was noted to be cut 34.8 cm from the distal tip with mating fractures. The catheter was observed to have visible rings around the catheter that appear to be most likely from the sutures. The marks occur at 21.7 cm, 32 cm, and 33 cm from the distal tip. The material was observed to be pliable as intended. Water was injected into the tubing noting no leaks were observed. The catheter has been cut by an instrument of undetermined origin. Based on the lot number the customer provided, this device expired 2/28/07. Due to the catheter flushing without any leaks, we are unable to confirm the complaint; cannot determine or recreate difficulty customer experienced.